Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: b.2. Date of event: unknown. The date received by manufacturer has been used for this field. B.2. Date of event: 2019-06-25. G.4. Date received by manufacturer: 2019-06-25.

Event description:
It was reported that the unspecified bd microtainer® edta lavendar tube produced high hemoglobin readings after use. The customer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lavender microtainer read high hgb, this occurred twice."

Event description:
It was reported that the unspecified bd microtainer® edta lavendar tube produced high hemoglobin readings after use. The customer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lavender microtainer read high hgb, this occurred twice.".

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd microtainer® edta lavender tube produced high hemoglobin readings after use. The customer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lavender microtainer read high hgb, this occurred twice."